Manufacturer narrative:
One device was returned for analysis. The downstream occlusion (dso) sensor was degraded and replaced. Review of the event history log (ehl) showed error code 1816. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the main board. As a result, the main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1816. The event occurred during testing. There was no patient involvement, no patient injury was reported.